Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narratuve: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced unexpected visual outcome. In a separate visit the lens was explanted and replaced for a replacement lens. Cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b1 - adverse event. B2 - required intervention to prevent permanent impairment/damage (devices). B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced unexpected visual outcome. The lens was exchanged for a same model and size lens but different diopter. G2 - corrected to health professional. H1 - corrected to serious injury. H6 - clinical code4581-in initial MDR is for unexpected visual outcome. Impact code 2199 corrected to 4629. Medical device problem code 3189 corrected to 2993. (B)(4).